Manufacturer narrative:
The MFR's service rep spoke to the customer over the phone. The customer reported that the system is operating as intended. No further assistance was required.

Event description:
The customer reported that the 9600 system failed to boot up. No pt injury was reported.